Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon deployed the first clip and it scissored. They completed the procedure with a new like device. There was no patient consequence reported.

Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis in a (B)(6). On an unreported date, the patient began peritoneal dialysis treatment. During a call with baxter customer service, the patient's nurse reported the following information. In 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient was hospitalized for the peritonitis. It was unknown if a peritoneal effluent culture was performed. It was unreported whether treatment was provided. It was unreported whether peritoneal dialysis was ongoing. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). It was identified that the patient was (B)(6) old at the time of the event (previously reported as (B)(6) old). In (B)(6) 2010, a peritoneal effluent culture revealed positive for (B)(6). It was unknown if treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis with culture positive for (B)(6). The nurse believed the peritonitis with culture positive for mrsa was unrelated to peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (10c02h25), with no defects noted.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reports the catheter was fine upon insertion. Pt returned a couple of days later and had a split in the catheter extension. Catheter removed and replaced.